Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's extension was having low impedance issues. Surgical intervention was undertaken, and the extension was explanted and replaced.

Manufacturer narrative:
Correction b5: it was reported that the patient's extension was having high impedance issues and the patient had ineffective stimulation. Surgical intervention was undertaken, and the extension was explanted and replaced. The reported event of high impedances was confirmed. Analysis of the returned lead extension found internal wires broken and detached in the header strain relief. The fracture observed would be consistent with an overstress condition or sudden event that the extension was subjected to while still in vivo.

Event description:
It was reported that the patient's extension was having high impedance issues and the patient had ineffective stimulation. Surgical intervention was undertaken, and the extension was explanted and replaced.